Event description:
It was reported that, the pt's prosthesis extension needs to be increased. The pt was operated on (B)(6). There was a lot of scan tissue and removed. The implants were left as is. Wound was washed out and closed.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.